Event description:
Revision surgery - the patient dislocated her shoulder following a fall. She went to the hospital due to pain and the surgeon noticed she had dislocated her shoulder.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 1.9 months of patient use. The outcomes attributed to this event are hospitalization - initial or prolonged. There was no delay in surgery and another suitable device was available for use. The revision surgery as completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the (B)(4) complaint for this part number: (B)(4) due to dislocation, (B)(4) due to dissociation, (B)(4) due to infection, (B)(4) for instability, (B)(4) due to trauma, (B)(4) for a locking mechanism being damaged, (B)(4) due to pain, (B)(4) for dimensional concern, (B)(4) revision surgeries, (B)(4) for a malpositioned part, and (B)(4) for device loosening. This is the first complaint for this lot number. The root cause for the dislocation was due to the patient falling. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.